Event description:
Bayer case number: (B)(4) pain [pelvic pain female] . Case narrative: this spontaneous case through social media describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. Essure was removed in 2023. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the event had resolved with sequelae. The reporter considered pelvic pain to be related to essure administration. The reporter commented: medical wandering from 2014 to 2023. Removal of the implant in 2023. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female]. Case narrative: this spontaneous case through social media describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in 2023. At the time of the report, the event had resolved with sequelae. The reporter considered pelvic pain to be related to essure administration. The reporter commented: medical wandering from 2014 to 2023. Removal of the implant in 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2025: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.